Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the keypad buttons were unresponsive after the pump was in contact with a cooler pack. The reporter denied any damage to the keypad and confirmed that there were no issues with the keypad buttons prior to exposure to the cooler pack. The reporter inserted a new battery, with no change to button functionality. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/05/2013 with the following findings: visible moisture in the display lens was observed and the dual vent was observed to be missing from the pump. The pump was observed to be powerless and there were no audible or vibratory sounds. Testing for audible alarms was prohibited by lack of power in the pump. The pump history and black box information was unable to be downloaded. The pump passed an in-house leak test. The keypad was observed to be fully intact with no lifting observed. Testing keypad functionality was prohibited due to no power to the pump. The keypad cover was removed and no contamination was observed under the up, down, ok and contrast button contacts. The pump cover was removed and internal moisture damage was observed in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.